Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he woke up with a blood glucose level of 69 mg/dl. However, his blood glucose level dropped to 49 mg/dl. The customer treated his blood glucose level with food. The displacement test passed. The device was not returned.